Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia with cgm readings described as high and fingerstick values up to 432 mg/dl, lasting approximately 4¿5 hours, with repeated high glucose alerts and no ketone testing or backup therapy initially; troubleshooting included guidance not to use meal announcements for correction, inspection of infusion site and tubing, infusion set change with cartridge retained, confirmation of insulin delivery resumption, temporary pump disconnection, and an outside insulin injection before reconnecting. Symptoms included hyperglycemia without reports of dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no medical intervention, no hospitalization, and eventual return of blood glucose to normal range after outside correction and resumption of insulin delivery. Investigation included technical support¿led functional checks of tubing and cartridge priming, infusion set and site replacement, and therapy resumption steps. Investigation of this case revealed no device malfunction observed during support interactions and that insulin delivery resumed as intended after set change and system restart. It was concluded that the hyperglycemia was cause unclear and that user education on appropriate correction procedures and infusion set troubleshooting was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.